Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope exhibited an error message to remove scope and to clean the electrical connector. The device was cleaned and plugged back in, but the same error showed. Changed to another scope and no error showed. The issue occurred during an unspecified procedure. The procedure was completed with a back-up device. There were no reports of patient harm.